Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had frayed cords. It is unknown if any post-operative test(s) to look for fragments in the patient were performed. The procedure was completed but the patient outcome was not provided.